Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: why was the linx device being removed? Was it the surgeon¿s intention to leave the remaining two beads implanted? Is there a plan to remove the remaining two beads at a later time? What is the lot number for the lxmc14? Is there an in-vivo x-ray image prior to explant available? If yes, please send to productcomplaint1@its.jnj.com how is the patient doing since explant? Are there any x-rays post op showing the 2 beads? Was there a nissen repair or hernia repair during this procedure? Where were the 2 beads sitting inside the patient? Why were the other 2 beads not removed?

Event description:
It was reported that during a hernia repair, ex-planting linx and two beads remained post ex-plant. Surgery was not delayed due to the reported event. Case was not successfully completed. Fragments were generated. No patient complications reported. X-ray to determine two beads were remaining post ex-plant.